Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, the cause of why the foreign material remained on the lens could not be specified. In regards to the forceps being unable to insert into the instrument channel, the issue occurred due to damage on the instrument channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that foreign material was found on the light guide lens and the forceps could not be inserted due to a damaged instrument channel. There was no patient involvement.